Event description:
A customer reported experiencing a cartridge change error with their insulin pump, which they had previously reported but was unresolved. The error recurred with two additional cartridges, and although they managed to temporarily resolve the issue, they felt the pump remained faulty. Despite issues with the pump, there was no adverse impact on the customer's blood glucose level, as the level did not exceed dangerous thresholds. Customer technical support advised the customer to inspect various components of the pump and provided assistance, but the customer ultimately requested a replacement due to distrust in the pump's performance. After escalated troubleshooting, it was recommended to replace the pump, and arrangements were made for replacement and related procedures.